Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the staples were firing sideways. They come out on the lumen crossing each other instead of evenly around the lumen. Some of the staples fire ok, others fire cross ways. The surgeon pulled the misfired clip off and replaced it. Sometimes it takes a couple of tries to get it to fire correctly. The device was disposed of because of blood. There were no adverse consequences for the patient.